Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported capsular contracture baker grade unknown. This record is for left side. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: crease fold and wear abrasion observed on the device. White particles observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported capsular contracture baker grade unknown. This record is for left side. Device has been explanted and replaced.

Event description:
Healthcare professional updated left capsular contracture to baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.